Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm during manual prime process. Blood glucose level at the time of the incident was 116 mg/dl. The customer was unsure if the drive support cap was protruded or sticking out. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to moisture damage on force sensor resistor. The insulin pump passed displacement test, self -test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The device had a cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners and minor scratches on display window noted. The drive support cap was inspected and no anomaly was noted.